Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed based on medical review method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this inquiry reports a fracture of an exeter femoral stem that was implanted over 11 years prior. A revision was carried using another cemented exeter stem. I can confirm that this event took place since I was able to see the operation report and photographs of xrays of the fractured stem. Regarding the possible root cause of this event, I cannot determine it with certainty. Fracture of cemented stems several years after implantation is a well-known complication. Causes are multifactorial including ¿potting¿ of the stem with cement distally and little or no cement proximally. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was admitted with a broken femoral component. The event was confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient admitted with a broken femoral component of their left total hip replacement. Size 44 x 0 exeter stem, inserted mph (B)(6) 2010. Revision hip replacement (B)(6) 2021.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient admitted with a broken femoral component of their left total hip replacement. Size 44 x 0 exeter stem, inserted mph (B)(6) 2010. Revision hip replacement (B)(6) 2021.